Manufacturer narrative:
Ftr# (B)(4). Patient information not provided. UDI not provided. Reporter name not provided. Telephone number: (B)(6).

Event description:
According to the reporter, during an omega loop surgery, the surgeon fired the 30 mm avm between the jejunum and the stomach on the last anastomosis. The sulu cut the stomach and the jejunum but did not create an anastomosis. The knife worked but the staple line did not open and close the organs. The device partially fired and the staple line was incomplete. They had to restaple and oversew the staple line. This led to a new surgery and the procedure was converted to a bypass. There was unanticipated tissue loss as they had to cut the stomach 1-3 cm more to create a new anastomosis. There was tissue damage in the gastrojejunostomy area. To correct the tissue damage, the edge of the anastomosis was cut outside and the doctor created a new pouch. The surgical time was extended over 30 minutes due to the product problem. The last known patient status was okay.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) sulu opened by the account. Visual evaluation of the reload noted that it was fully fired and the anvil clamping mechanism was deformed. Functional evaluation noted that the reload cycled as expected. Replication of the deformed anvil clamping mechanism may occur due to application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, "preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Manufacturer reference number: (B)(4).